Event description:
Per dealer, when open walker and lock there is too much play causing unit to be wobbly, dealer advised end-user was sitting on the bed and then got up and starting walking, end-user fell while walking out of the bedroom through the door, end-user advised hit her head on right top side with a little bit of blood coming out also bruised her right shoulder, dealer advised end-user did not seek medical attention, dealer could not provide any further information.